Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name mc2avr1 product ID mc2avr1-delsys (serial: mvd634832e). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that when the tether on the delivery system (ds) was cut it got stuck and would not move. It was discovered using fluoroscopy that the leadless ipg had dislodged. Upon inspection it was noted that there was a knot around the leadless ipg created by the tether. The leadless ipg was successfully recaptured and removed. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.